Manufacturer narrative:
Date of event: the exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the pressure regulating balloon (prb) of the artificial urinary sphincter (aus) was accidentally perforated with a needle during another procedure; therefore, the device was leaking. A replacement procedure was performed in which all the aus components were removed and replaced. The procedure was successfully completed without patient complications.